Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that a carton of syringe 0.5ml 31ga 6mm 10bag 500cs had missing label information before use. The following was reported by the initial reporter: "it was reported that expiration date was missing from shelf carton. Verbatim: voicemail: pharmacist left voicemail regarding expiration date on syringes. 03-19-2021: I returned call and provided expiration information."